Event description:
Pt had a new mynx closure device inserted post procedure and developed swelling and pain approx 5 to 7 days post procedure. The physical findings are more consistent with superficial hematoma.